Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity rx coronary drug eluting stent was used in the patient approximately 45 days past its expiration date. No information on patient requiring further treatment. The monitoring of expired product is managed by the hospital through consignment and current process is inventory being monitored by globo and medtronic.